Event description:
From the call center: have gastric stimulator, battery used to last for 24 months. Last 2 times it lasted 13 months, then 16 months. Want to know if using laptop on my lap for 4 to 6 hours a day could be affecting battery life. Have surgery tuesday 13th.